Manufacturer narrative:
A complete manufacturing review could not be completed because the lot number was not provided. The device was not returned for evaluation or images were not provided for review. The complaint investigation is inconclusive. Unable to determine the root cause based upon the available information.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The facility did not have any additional details to provide at this time.

Event description:
It was reported that post filter deployment of several years, complaint of abdominal and chest pain. However, there is no indication for filter malfunction. A vena cava filter retrieval has not been scheduled at this time. There is no reported patient injury.